Event description:
The customer reported that the unit will not turned on. The customer reported that the unit was not is use on patient. The field service engineer (fse) evaluated the unit and duplicated the reported problem. The fse replaced overlay power switch and power management board to correct customer reported problem. The unit is now back in service.

Manufacturer narrative:
Event date: (B)(6) 2014. Conclusion / root cause: found q14 gate, source and drain leads shorting on the power management pcba. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported that the unit will not turned on. The customer reported that the unit was not is use on patient. The field service engineer (fse) evaluated the unit and duplicated the reported problem. The fse replaced overlay power switch and power management board to correct customer reported problem. The unit is now back in service.